Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the instrument control box (icb) and the icb cable to erbe due to intermittent 32030 and 32053 errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument control box (icb) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint. Intermittent 32030 and 32053 errors. Error 32030 means "error_icb_node_missing". Error 32053 "the system cannot communicate with the one icb nodes". Printed circuit assembly (pca) tech was unable to replicate the reported problem by installing this icb box into pca system and exercising stapler and vessel sealer 5 times. It worked fine without any issue or errors. The probable root cause of the alleged customer encountered a message that the stapler failed, cannot be established nor determined, as the instrument control box (icb) performed as intended without issue or error observed during in-house testing.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer called after converting to laparoscopy to report they encountered a message that the stapler failed. The customer reported a red led was observed on the instrument control box (icb). The isi technical support engineer (tse) reviewed system logs and noted that logs reflected error 32030: cannot communicate with an icb node, sealing/stapling may not be supported. The tse also noted that logs reflected that the customer power cycled the system a few times with non-recoverable error 32053: icb node not present at start up occurring at each power cycle. Customer stated they called the isi clinical sales representative (csr) and the csr had them check a blue fiber cable and power cycle several times before the surgeon elected to convert to laparoscopy, at this point the customer stated the csr directed her to call technical support. The customer was able to troubleshoot even though they had already converted. The tse had the customer power off the system, cycle the power switch on the instrument control box, and push the power cable in securely. Tse had the customer then power up with no reoccurrence of the fault. The procedure was completed laparoscopically with no reported injury.